Event description:
It was reported that pump declared cartridge change error during insulin loading. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, reattached cartridge to ensure it was fully in place, followed on-screen instructions, successfully completed load process, and resumed insulin delivery.